Event description:
(B)(4). I was implanted with a medical device implant called essure sometime in (B)(6) 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is my model number is ess305, b93873. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started briefly after being implanted. This is a list of my side effects and symptoms that I have experienced due to essure. Severe headaches, swelling of feet legs hands, tingling in my legs and severe lower back pains, extreme bloating of the abdomen, weight gain, painful cramping and shooting pains. Inability to have sex due to the severity of the pain. I have little to no energy. Depression is unexplainable. Anxiety and mood swings has worsen. I have not been seen by a doctor due to no insurance and financially unable to afford it. The device is still inside of me. Before essure, I had no ongoing illnesses or health issues besides being overweight.